Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5175988.

Event description:
Voluntary medwatch received states the lead exhibited over-sensing of noise. No intervention was reported. No adverse patient consequences were noted.